Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery for a proximal fracture of right humerus on (B)(6) 2013. During the assembly of humeral stem with the eccentric, was made position alignment of standard deviation in reference to the orientation. The surgeon applied the corresponding dynamometric compression. By placing the head for their compression, they failed to make the assembly. It was necessary to open a new eccentric to effect new assembly and placement of the prosthesis. This indicates a device failure. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and evaluated. After investigating, it was determined that the eccenter is jammed. This could arise if the eccenter is wrongly adjusted on the shaft. It is likely that there was a handling fault. Nevertheless, a manufacturing related condition can be excluded. Synthes has not had a single complaint with this particular item so far. No product fault could be detected. Placeholder.